Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via literature article entitled: improved laparoscopic transanal pull-through technique for low-rectal cancer resection. Author : taiyuan li , jianping gong, jinzhong duanmu, haitao zhang, xiong lei. Citation: chinese-german journal of clinical oncology. 2010; 9 (10): p606¿609. Doi: 10.1007/s10330-010-0682-6. The authors described the applicability and evaluated the advantages of improved laparoscopic transanal pull-through (iltpt) for low-rectal cancer resection. Iltpt was performed in 4 patients (1 male and 3 female patients) aged 43, 59,62, and 33 years old, respectively were included in the study. During the surgical procedure, the distal rectum was divided with curved cutter stapler (ethicon) and the abdominal cavity was irrigated. Finally, an end-to-end colorectal staple anastomosis was created using the proximate ils curved or straight intraluminal staplers cdh29/33 (ethicon) to restore the bowel continuity, under laparoscopic guidance. Reported complication included ruptured anastomosis (n-1) which required an ileostomy during operation. It was concluded that the application of the iltpt technique for low-rectal cancer without auxiliary incision is feasible and safe, minimize the trauma, and more beautiful. The authors believe that the findings confirm the feasibility and reproducibility of a novel procedure for low-rectal cancer with an indication for resection and restorative laparoscopic surgery.